Event description:
A nurse at the user facility provided additional info indicating there was no pt impact/injury associated with this event.

Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. The haptic would not release or unfold. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.